Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's left ventricular outflow tract (lvot) was significantly enlarged. Severe calcification was observed at the annulus level, and the patient has a horizontal anatomy with an aortic valve angle measuring 49 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, after several attempts to position the valve, it was repeatedly slipping into the left ventricle so a 27mm navitor vision valve was replaced, and it was re-sheathed more than two times. At 80 percent, the valve was positioned approximately at a depth of 5mm on the non-coronary cusp (ncc) and slightly lower on the left-coronary cusp (lcc). Incomplete stent opening (iso) was observed and mitigated as per the established steps. After several repositioning attempts, it was decided to release the valve at a depth of 14mm on the ncc; it was also noted that the valve was re-sheathed more than two times. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Subsequently, two snares were used to attempt to pull the prosthesis slightly higher into the annulus. Final angiographic and echocardiographic examinations showed mild paravalvular leak (pvl) with post-gradient pressure as 14 mmhg. No additional intervention was performed considering the patient's stable clinical condition.